Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "backflow" alarm on the perfusion system, even when the circuit was clamped and had no flow. The device was not changed out, as when the clamp was removed, backflow alarms stopped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) stated this actually occurred on two separate cases, with the first occurrence on about (B)(6) 2014 and the second on about (B)(6) 2014. The ccp places the flow sensor on the tubing between the oxygenator outlet and the arterial filter inlet connection. No issues with flow sensing seen during priming and preparation of the cpb circuit, prior to cpb. The ccp mentioned that during cpb, she noticed the measured flow (with the flow sensor) was more erratic than seen in the past. With no change to pump speed and no change in patient parameters, the measured flow would quickly vary from 3.5-4.5 liters/minute (lpm). In addition, when she clamped the arterial line (clamp placed on tubing 3" past sensor) in order to reduce arterial blood flow backflow alarms would occur even though there was no observed backflow in the cpb circuit. When the clamp was removed, backflow alarms stopped. This behavior occurred on both cases, and the ccp informed the user facility's biomedical engineer (biomed) of this behavior on about (B)(6) 2014. Not during a clinical case, the biomed placed the flow sensor on tubing in a loop and with forward flow (of about 0.5-1.0 lpm) he observed an erratic flow measurement and at times a backflow alarm. The biomed connected a different flow sensor to the module, and this behavior was not improved. They are still using the flow module and sensor, clinically, and the biomed has plans to send the system-1 logs in for evaluation. Both cases were completed successfully, without delay and without associated blood loss. Nothing was changed out during the procedures and there was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01141. Per the ccp, there was a loud annoying alarm. Software data logs were received by the manufacturer technical support on 12/15/2014 for further evaluation.